Event description:
Customer reported damage to the teeth and the retaining box of the zipper located at the left side panel of the bed. Customer discovered this during set-up but did not provide a date. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product found there is an open slider on the patient access left side window, and the nylon is frayed 2 inches. There is also a broken pull tab and 1 inch netting tear on the right window side and 1 inch nylon tear on the right panel side. (B)(4).